Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medications aren't appearing correctly. The technical support specialist with epic was unable to edit the brand name from their end. The issue was resolved by editing the display name - vfc tdap to tdap vfc. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue with medications aren't appearing correctly. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.